Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the caller stated the chronic lead trend was turned off, the caller also stated that two previous implanted devices were also turned off, and further explained that "this is something they would never program off" therefore, "didn't think someone did this at implant." No patient complications have been reported as a result of this event.